Event description:
A pump malfunction was reported by the caller, with no significant events preceding the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if the malfunction code appeared in the future, which they acknowledged and understood.